Manufacturer narrative:
H10: the device was received for evaluation. The visual inspection by naked eye of product showed the product wet. A leak test of the dialysate side was performed and a leak was observed. The cause was a crack in the welding zone. The reported condition was verified. The production parameters for the product were reviewed and these were within the specifications. The cause of the crack could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event occurred on an unreported date in (B)(6) 2021 . Address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with two units of polyflux 140h, an external fluid leak was detected. Therapy was interrupted and started over with a new set. One hour before end of dialysis treatment, the same problem occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.